Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The cgm alarmed and was reading 338 mg/dl and the blood glucose was not checked. The patient collapsed. Emergency medical services (ems) were called and the bg was 38 mg/dl. The patient was transported to the emergency department (ed) and treated with unremembered medication. He was discharged after 3 hours with recommendations to take over the counter glucose tablets for hypoglycemia. At the time of the call, the patient was okay. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.